Event description:
It was reported that the saw came apart while in use. The user facility reported no adverse consequences and no pt complications. No further info was available.

Manufacturer narrative:
The device was returned to the manufacturer and it was found that the decorative screw in the back of the device came out. The device was repaired and returned to the customer.